Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was broken. A field service engineer (fse) verified the customer-reported issue involving a medication spill in main full-height drawer 6. The liquid caused damage to two row boards, which were subsequently replaced. Fse tested all drawers and slides to confirm proper functionality. Additionally, the top cover was opened to inspect connections in the electronics drawer, and accumulated dust was removed from beneath the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was broken and failed to register due to liquid spill. However, there were no delay, no adverse events or injuries reported based on this event.